Manufacturer narrative:
This report is being resubmitted following an unsuccessful submission attempt on 25 june 2021 due to a system error. The device is not being returned and no photographic evidence was provided; therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: inspect and/or test all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, sh127-105-25, was being used on (B)(6) 2021 during an unknown procedure and ¿while cutting the patella - blade got hot and burned the dr through the gloves. Case was completed after letting it cool down; no patient harm. Dr had small burn on thumb.¿ after further assessment, it was found that the burn was 2nd degree. The burn is nearly healed with local treatment. This report is being raised on the basis of injury due to 2nd degree burn.